Manufacturer narrative:
An internal investigation was performed for a misidentification of klebsiella variicola as klebsiella pneumoniae with the vitek® ms kb v3.0 instrument. No additional information was provided by the customer after multiple requests. The method used to obtain klebsiella variicola is unknown. With the information available, the identification could be klebsiella variicola. However, thi species is not included in the vitek ms knowledge base v3.0. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use v3.0: "* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results."

Event description:
A customer in (B)(6) reported a misidentification in association with the vitek® ms kb v3.0 instrument. The customer stated their vitek ms result was klebsiella pneumoniae, while the same sample was identified as klebsiella variicola at a different laboratory. No other information was provided by the customer. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.